Event description:
It was reported that the ilet user changed the infusion site and performed the fill tubing step before attaching the tubing to the infusion set on the body, observed drops immediately, and then recognized the tubing had not been connected to the set. It was noted that the event occurred after the user ate breakfast consisting of eggs, sausage, and half toast, with a recorded blood glucose of 198 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to therapy and no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, and a usage problem identified related to an improper procedure, with the issue linked not reconnecting the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.